Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, long leaflets, large valve, and extensive posterior mitral annular calcification (mac). A mitraclip xtw was inserted, and grasping was performed. However, difficulties visualizing, leaflet insertion could not be confirmed, and the leaflets were unable to be grasped. After several grasping attempts, the clip was repositioned more centrally, a zipping technique was performed. However, mr was unable to be sufficiently reduced. The clip was released from the leaflet to position more laterally. However, the clip became caught in chordae. Troubleshooting was performed and the clip able to be freed from the chordae. Echocardiogram was performed and revealed a torn anterior chordae. Therefore, the clip was removed from the patient. No additional clips were implanted, and the mr increased to a grade of 4+. On (B)(6) 2025, the patient underwent mitral valve replacement surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported positioning failure associated with leaflet grasping and difficult to remove from the anatomy (clip becoming caught in anatomy) appear to be related to patient conditions (flailed, long leaflets, large valve, and extensive posterior mac) and imaging difficulties. Image resolution poor was attributed to patient and procedural conditions. It was observed that there were difficulties visualizing the clip during the procedure. Unspecified tissue injury resulting in mr appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.